Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that he infusion device and blood glucose monitor were not communicating. Boluses were programmed on the blood glucose monitor and it was not confirmed that the infusion device had delivered the boluses. The patient was hospitalized with a blood glucose level of 26.9 mmol/l. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.